Event description:
Patient' smother contacted dexcom technical support on (B)(6) 2015 to report a receiver screen display malfunction patient experienced on (B)(6) 2015. Patient's mother stated that the receiver screen is displaying only a pale blue color. No injuries or medical intervention were reported.

Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and a hardware error message was observed on the screen of the receiver. The root cause was determined to be a defective component in the receiver's printed circuit board. The complaint of hardware error is confirmed. This complaint was deemed reportable upon completion of device evaluation on (B)(4) 2015. The root cause was determined to be a hardware component failure.